Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply module and the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed that while there was some smoke damage, it still functioned ok. Physio then evaluated the removed power supply module and determined that the cause of the reported failure was that a capacitor, designator c58, had shorted and burned out the traces on the pcb causing extensive damage and prevented the device from powering on.

Event description:
It was reported that the device failed to power on with ac or dc (battery) power. This was observed during a routine shift check and there was no patient use associated with the reported failure.